Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Client in an arrow was reporting intermittent stopping on his chair. From his description its not a complete stop, but rather a very short hesitation (just for a second) which can happen at any time and/or speed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the intermittent stopping of the chair was not able to be duplicated, and no problems were found, so the original complaint issue was not confirmed.

Event description:
Client in an arrow was reporting intermittent stopping on his chair. From his description its not a complete stop, but rather a very short hesitation (just for a second) which can happen at any time and/or speed.